Manufacturer narrative:
One medfusion 3500 pump was received to investigate the reported event. The pump was received with no external damages. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. There was a force sensor test error found in the error history log review. A start-up was done to further investigate the reported issue, and the problem was confirmed. The force was stuck at 26 lbs. This was due to the plug for the force sensor cable being loose on the plunger pcb as a result of normal wear and tear; the pump is over 14 years old. The plunger pcb and force sensor were replaced as a preventative measure. No further actions taken.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device cannot perform a force sensor calibration. It is unknown if there was a patient involved.